Manufacturer narrative:
D9. Device was returned and date was added. E4. Added selection as it was omitted from the initial report that was submitted. H6. Type of investigation, investigation findings, and investigation conclusions were updated accordingly based on device being received. H11. Updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 83 year old male on an impella 5.5 for elective placement. During support, there was a purge blocked alarm noted. Tissue plasminogen activator (tpa) was administered to the purge and condition resolved.